Manufacturer narrative:
The complaint information provided that the device had automatically transitioned to alternate o2 with continued oxygen flow. There was no loss of mechanical ventilation. There was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.